Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm and blank display. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was unable to clear the alarm. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did not returned after insulin pump restart. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Device failed sleep current measurement and active current measurement due to corroded battery tube and corroded electronic assemblies. Pump error 63 confirmed in pump history with variable, problem isolated to electronic assemblies. Power connector plug in and locked in place properly. No blank display anomaly noted during testing.